Manufacturer narrative:
The abbott field service engineer replaced the pump on the architect c8000 analyzer. Verification procedures were completed to confirm that the instrument is performing within specifications. Reference where in labeling the event is addressed: abbott architect system. Symptoms of imprecise results, and/or erratic results observed results. Erratic results, poor precision - ict results (c system) reagent troubleshooting variables (c system). This is a final report.

Event description:
The account stated 3 patient specimens in a row were flagged as less than the linearity limit and generated erratic results on the architect c8000 analyzer. The account repeated the specimens on another c8000 analyzer with acceptable results. The account sent corrected reports out of the laboratory. It is unknown if there was impact to patient management due to the low or erratic results. Through troubleshooting, it was discovered that the account biomedical engineer performed quarterly maintenance on the architect c8000 earlier in the day. After the low and erratic results were generated, the account noticed leaking from the r2 syringe and the wash pump probe. Service was requested for the architect c8000 analyzer. Specimen data : initial sodium = 178 (units of measurement not given). Repeat sodium = 142 (units of measurement not given). Initial total bilirubin = 1.7 (units of measurement not given). Repeat total bilirubin = 0.9 (units of measurement not given). Initial potassium = 4.9 (units of measurement not given).